Event description:
A patient had withdrawal and increased pain in (B)(6) of 2010. The pump was replaced. It was further reported that the patient had a return of symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).